Event description:
It was reported that there was a horizontal line across the screen of the insulin pump and that nothing was showing up. The customer's blood glucose was 230 mg/dl. The customer stated there was also a vertical line. The customer stated that he had gone through 10 batteries. The customer was not wearing the insulin pump at the time of the call. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with the display working properly. No missing segments or partial display noted. The insulin pump powers up properly after battery installation. The insulin pump passed the self test. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window and broken belt clip slot.